Manufacturer narrative:
The impella device was received from the customer and therefore,¿an evaluation of the device was is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the aic (automated impella controller) was not able to detect two cassettes after insertion. The aic was removed from service. No patient was involved.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The issue with the aic's inability to detect the purge disc was confirmed to be caused by a broken purge flag.